Manufacturer narrative:
1. The customer returns an actual sample, which had been used, and no suspicious foreign matter can be found. 2. DHR/bhr review lot#3290150. 1-the products of this batch were assembled at intima ii auto line 2 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, and no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the production process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The source of the foreign matter cannot be determined because no suspicious foreign matter can be found in the returned sample and the position and general status of the foreign matter cannot be identified from the available information.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter. On (B)(6) 2024 while performing an indwelling needle puncture on a patient as prescribed by the physician, a foreign object was found inside the sealed indwelling needle, which was immediately replaced with a new one with no adverse effects to the patient.